Event description:
It was reported that the patient presented in clinic. During interrogation, the patient's insertable cardiac monitor (icm) inappropriately went into backup operation. No intervention was performed. The patient had no adverse consequences due to the event.